Event description:
Hamilton medical ag received the following incident description: device alarms with tf 9708.

Manufacturer narrative:
Tf 9708 indicates that buzzer or microphone is defective. It was found that panel motherboard was defective. Motherboard was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Tf 9708 indicates that buzzer or microphone is defective. It was found that panel motherboard was defective. Motherboard was replaced.

Event description:
Hamilton medical ag received the following incident description: device alarms with tf 9708.